Event description:
Follow up. Pt reports that they are hospitalized because their hickman was infected; onset/resolution dates/status of infection is unknown. Per the previous report, the pt has been in the hospital for the last month; exact admittance date and length of stay is unknown. No further info, details, or dates available. Reported to (B)(6) by: patient/caregiver.